Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.